Event description:
Icap464

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, it was found that the zi-real abutment fractured and the correct screw was used. The cause of the fracture is unknown. All (B)(4) abutments from this lot have been shipped. To date, this report is the first associated with this lot and is considered an isolated incident. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.